Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the occlusion, priming and excessive no delivery tests due to motor error alarm. The insulin pump was received with cracked reservoir tube lip and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm, motor position encoder error alarm, prime anomaly and high blood glucose levels. Customer's blood glucose level was 485 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they were unable to get the insulin to fill inside the device and the piston was not moving. Customer advised the insulin pump was unresponsive and they had a motor position encoder error alarm in the alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.